Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Eos alert was confirmed on 6th april via home monitoring. Battery showed 15 percent on 5th april. Should additional information be received, this file will be updated.